Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection, sepsis, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to their local emergency department after experiencing 2 falls at home due to syncope on (B)(6) 2023. Upon admission the patient was found to be febrile and was started on empiric antibiotics. The patient was intubated and sedated. Sedation was lifted on (B)(6) 2023, and the patient had no purposeful movement. An electroencephalogram (eeg) and head computed tomography (CT) scan were negative for acute findings. The patient was found to be hypotensive, febrile, and hypoxic and a rapid triage and treatment was called on (B)(6) 2023. The patient was then transferred to the intensive care unit. Patient ultimately passed away from acute on chronic right ventricular heart failure due to pneumonia and septic shock on (B)(6) 2023. The device operated as intended and was disposed.